Manufacturer narrative:
Conclusion: the return of the product upon which this medwatch is based is anticipated. If any further info is rec'd or derived from an eval, a supplemental 3500a form will be submitted.

Event description:
It was reported that during a laparoscopic myomectomy procedure, the motor drive unit connector fractured. As a result, the disposable could not be connected to the motor drive unit. There were no adverse pt consequences as a result.